Event description:
It was reported that during a thoracotomy procedure, the staples did not fire when the device was activated. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).